Manufacturer narrative:
A supplemental report is being submitted, following receipt of the additional information that the device was explanted. Corrected h.6 health effect impact code and type of investigation, and h.10. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on the provided medical report. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 4 years 11 months following a successful transfemoral aortic valve replacement procedure, the 26mm sapien 3 valve failed. The failure mode reported was stenosis. The medical records revealed that all three leaflets were calcified with moderate motion restriction.'' It is possible that one or more patient factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined.

Event description:
As reported by a field clinical specialist, approximately 4 years 11 months following a successful transfemoral aortic valve replacement procedure, the 26mm sapien 3 valve failed. The failure mode reported was stenosis. Medical records received revealed that all three leaflets were calcified with moderate motion restriction. The valve was explanted and replaced with a surgical valve.

Event description:
As reported by a field clinical specialist, approximately 4 years 11 months following a successful transfemoral aortic valve replacement procedure, the 26mm sapien 3 valve failed. The failure mode reported was stenosis. Medical records received revealed that all three leaflets were calcified with moderate motion restriction. Based on pre-tavr CT performed, it seems a valve-in-valve procedure is anticipated.

Manufacturer narrative:
Corrected h.6 health effect impact code, device code, type of investigation, investigation findings, and investigation conclusions. The valve remains implanted and was, therefore, not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on the provided medical report. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 4 years 11 months following a successful transfemoral aortic valve replacement procedure, the 26mm sapien 3 valve failed. The failure mode reported was stenosis. The medical records revealed that all three leaflets were calcified with moderate motion restriction.'' It is possible that one or more patient factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined.

Event description:
As reported by a field clinical specialist, approximately 4 years 11 months following a successful transfemoral aortic valve replacement procedure with a 26mm sapien 3 valve, the valve failed. The failure mode reported was stenosis.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication of device return.